Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that, while attempting to use this device, infusion/flow could not be achieved for a patient with a pump. The infusion pump was replaced but the issue could not be resolved. There was no reported issue with the pump. The set was replaced. There was no patient harm associated with this complaint/event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of being unable to infuse by pump could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.